Event description:
It was reported to philips that, when the pad cable was used, the heart rate waveform became the baseline and measurement was not possible. When the customer used the same pad cable with a different defibrillator, the heart rate appeared. There was no patient involvement.